Manufacturer narrative:
Event site postal code: 5640052. A getinge field service engineer (fse) stated, submitted a quotation after receiving notification of a defective doppler cord winding. The hospital considered the repair cost, but decided not to repair it at this time and will use it as is. There are no problems with iabp's drive, so customer continue to use it regardless of complaints. It has never been discontinued. H3 other text : customer decided not to repair.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10, h11 corrected fields: h6 (remove code 3331 from type of investigation).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during hospital inspection, the cardiosave intra-aortic balloon pump (iabp) unit has a defective doppler cord winding. There was no patient involvement.